Manufacturer narrative:
The investigation into the reported event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report that the sterile transparent endoscope cover to their cleanascope "tears as soon as tension is applied to it on the tray". No report of injury.